Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("remaining piece of essure in the myometrium with suspected major intolerance.") And device breakage ("remaining piece of essure in the myometrium with suspected major intolerance.") In an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 5. Concomitant products included lyrica (pregabalin), seroplex (escitalopram oxalate), ketoprofen and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2023 she experienced memory impairment ("memory disorders"). Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), polyarthralgia ("polyarthralgia pain"), rheumatic disorder ("inflammatory rheumatism"), fibromyalgia ("fibromyalgia"), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), asthenia ("asthenia"), headache ("headache"), joint pain ("joint pain"), back pain ("chronic back pain, sometimes associated with irradiations in left buttock,"), dizziness ("dizziness") and visual impairment ("vision disorder") and was found to have weight increased ("she took 25 kg"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy with removal of right essure by laparoscopy and total hysterectomy on (B)(6) 2023). At the time of the report, the polyarthralgia, rheumatic disorder, fibromyalgia, genital haemorrhage and joint pain were resolving and the memory impairment, pelvic pain, asthenia, headache, back pain, dizziness, visual impairment and weight increased had not resolved. The outcomes for embedded device and device breakage were unknown. The reporter considered polyarthralgia, joint pain, asthenia, back pain, device breakage, dizziness, embedded device, fibromyalgia, genital haemorrhage, headache, memory impairment, pelvic pain, rheumatic disorder, visual impairment and weight increased to be related to essure administration. The reporter commented: on (B)(6) 2017, a salpingectomy was done with removal of right essure by laparoscopy. After that surgery, the patient¿s symptoms improved significantly. But the patient still complained about chronic back pain, sometimes associated with irradiations in left buttock, and marked dizziness. On (B)(6) 2023, the patient underwent a total hysterectomy due to remaining piece of essure in the myometrium with suspected major intolerance. She stated to underwent about ten MRI, ultrasounds, CT-scan, scintigraphy and saw about twenty physicians. She took 25 kg. She had not outing and she had work stoppage for 2.5 years. She mentioned 10 years of pain. She had to restart a half-time job activity in (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [radioisotope scan] (date unknown): no anomaly was disclosed [ultrasound scan] in (B)(6) 2013: without anomaly showed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: nullification: health authority identified this record as a duplicate to record fr-bayer-2023a019431 to which all information will be transferred, then this record fr-bayer-2024a012249 will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("remaining piece of essure in the myometrium with suspected major intolerance.") And device breakage ("remaining piece of essure in the myometrium with suspected major intolerance.") In an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 5. Concomitant products included lyrica (pregabalin), seroplex (escitalopram oxalate), ketoprofen and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2023 she experienced memory impairment ("memory disorders"). Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), polyarthralgia ("polyarthralgia pain"), rheumatic disorder ("inflammatory rheumatism"), fibromyalgia ("fibromyalgia"), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), asthenia ("asthenia"), headache ("headache"), joint pain ("joint pain"), back pain ("chronic back pain, sometimes associated with irradiations in left buttock,"), dizziness ("dizziness") and visual impairment ("vision disorder") and was found to have weight increased ("she took 25 kg"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy with removal of right essure by laparoscopy and total hysterectomy). At the time of the report, the polyarthralgia, rheumatic disorder, fibromyalgia, genital haemorrhage and joint pain were resolving and the memory impairment, pelvic pain, asthenia, headache, back pain, dizziness, visual impairment and weight increased had not resolved. The outcomes for embedded device and device breakage were unknown. The reporter considered polyarthralgia, joint pain, asthenia, back pain, device breakage, dizziness, embedded device, fibromyalgia, genital haemorrhage, headache, memory impairment, pelvic pain, rheumatic disorder, visual impairment and weight increased to be related to essure administration. The reporter commented: on (B)(6) 2017, a salpingectomy was done with removal of right essure by laparoscopy. After that surgery, the patient¿s symptoms improved significantly. But the patient still complained about chronic back pain, sometimes associated with irradiations in left buttock, and marked dizziness. She stated to underwent about ten MRI, ultrasounds, CT-scan, scintigraphy and saw about twenty physicians. She took 25 kg. She had not outing and she had work stoppage for 2.5 years. She mentioned 10 years of pain. She had to restart a half-time job activity in (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [radioisotope scan] (date unknown): no anomaly was disclosed [ultrasound scan] in (B)(6) 2013: without anomaly showed based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("remaining piece of essure in the myometrium with suspected major intolerance.") And device breakage ("remaining piece of essure in the myometrium with suspected major intolerance.") In an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 5. Concomitant products included lyrica (pregabalin), seroplex (escitalopram oxalate), ketoprofen and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2023 she experienced memory impairment ("memory disorders"). Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), polyarthralgia ("polyarthralgia pain"), rheumatic disorder ("inflammatory rheumatism"), fibromyalgia ("fibromyalgia"), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), asthenia ("asthenia"), headache ("headache"), joint pain ("joint pain"), back pain ("chronic back pain, sometimes associated with irradiations in left buttock,"), dizziness ("dizziness") and visual impairment ("vision disorder") and was found to have weight increased ("she took 25 kg"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy with removal of right essure by laparoscopy and total hysterectomy on (B)(6) 2023). At the time of the report, the polyarthralgia, rheumatic disorder, fibromyalgia, genital haemorrhage and joint pain were resolving and the memory impairment, pelvic pain, asthenia, headache, back pain, dizziness, visual impairment and weight increased had not resolved. The outcomes for embedded device and device breakage were unknown. The reporter considered polyarthralgia, joint pain, asthenia, back pain, device breakage, dizziness, embedded device, fibromyalgia, genital haemorrhage, headache, memory impairment, pelvic pain, rheumatic disorder, visual impairment and weight increased to be related to essure administration. The reporter commented: on (B)(6) 2017, a salpingectomy was done with removal of right essure by laparoscopy. After that surgery, the patient¿s symptoms improved significantly. But the patient still complained about chronic back pain, sometimes associated with irradiations in left buttock, and marked dizziness. On (B)(6) 2023, the patient underwent a total hysterectomy due to remaining piece of essure in the myometrium with suspected major intolerance. She stated to underwent about ten MRI, ultrasounds, CT-scan, scintigraphy and saw about twenty physicians. She took 25 kg. She had not outing and she had work stoppage for 2.5 years. She mentioned 10 years of pain. She had to restart a half-time job activity in (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [radioisotope scan] (date unknown): no anomaly was disclosed [ultrasound scan] in (B)(6) 2013: without anomaly showed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.